Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the pump was alarming after reaching low reservoir then being filled and updated. The company rep stated that pump was filled last week, the hcp didn't update the reservoir so the company rep saw the patient over the weekend and the pump was updated with the new volume. Patient went home and pump continued to alarm. Agent reviewed that this was a known issue with new software that pump alarm can continue after update following a low or empty reservoir and that pump alarm can be manually silenced by tapping "active alarm" option after interrogating and then updating the pump again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.